Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, sion blue; guide catheter: hyperion sal 7f, stent: xience alpine 3.0x18mm, 4.0 x28mm, graftmaster 2.8x19mm. The device was not returned for analysis. However, hypotension and arterial perforation are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation determined a conclusive cause for the reported difficult to position cannot be determined. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.8 x 19 graftmaster is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, de novo and eccentric proximal right coronary artery (rca) that was 90% stenosed. Pre-dilatation was performed with two non-abbott balloon catheters. A 3.0 x 18 mm xience alpine stent was deployed in the distal rca, a 3.5 x 38 mm xience alpine stent was deployed in the mid rca and a 4.0 x 28 mm xience alpine stent was deployed in the proximal rca. The 3.0 x 18 mm and 3.5 x 38 mm stents were not overlapped, the 3.5 x 38 mm and 4.0 x 28 mm were overlapped. Intravascular ultrasound (ivus) was used multiple times before and after deploying the stents. It was confirmed there was no malposition of the 3.5 x 38 mm xience alpine; however, it was oval shaped due to the calcified lesion. Angiography was performed due to the patient blood pressure declining and a perforation was noted where the 3.5 x 38 mm xience alpine was implanted. Pericardiocentesis was performed and a 2.8 x 19 mm graftmaster covered stent system was advanced but could not cross through the implanted 3.5 x 38 mm xience alpine and when removed from the anatomy the edge of the stent was flared. A guideliner was advanced and a 2.8 x 16 mm graftmaster was deployed to cover the perforation. There was no leak noted. An additional 3.5 x 16 mm graftmaster stent was deployed overlapping the proximal end of the 3.5 x 38 mm xience alpine. Post-dilatation was performed with a non-abbott balloon catheter and ivus was performed to confirm there was no blood leak which completed the procedure. There was a clinically significant delay in the procedure. No additional information was provided.